Event description:
It was reported that the patient was experiencing chronic pain. The pacemaker, right ventricular and right atrial leads were explanted and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was melted and apparent explant damage was noted. (B)(4) the full lead was returned and analyzed. No anomalies were found. Cosmetic depression and environmental stress cracking were noted on the outer insulation and the outer insulation had pulled apart (overstress). Apparent explant damage was noted.